Event description:
Patient had an olecranon fracture. Md was completing an open reduction and internal fixation (orif) of the fracture. While drilling a hole for screw placement with a 2.0 synthes drill bit, the drill bit broke. This left a 2-3mm length of drill bit in the patient's bone that was not removed.